Event description:
Caller reported that the pump displayed a reset screen and unexpectedly shut down, requiring it to be plugged into a power source to restart. There was no reported impact to the customer's blood glucose level. Customer was advised to charge the pump daily instead of every four days to prevent power shutdown issues.